Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. Perform exterior visual inspection. External visual inspection found no observations related to the customer complaint. The receiver will not down load logs, will not boot up and re-initialized continuously. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.